Event description:
Rptr went into pt's room shortly after IV heparin bag was changed, to do pt assessment. Rptr noted machine was running at 32cc an hr. Rptr thought machine "sure seemed to be surging forward". Rptr pressed the stop button and stepped into hall, calling another nurse to check the machine with her. On returning, they noted that even though machine was off, medication was free flowing into the pt. Roller clamp then used to turn off machine, and heparin taken down.